Manufacturer narrative:
(B)(4). The customer reported problem of alarm f-49 was confirmed during device evaluation. The main battery was found to be damaged. The main battery was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard infusion pump alarmed failure code 49. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available.